Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and perform a 9-unit bolus, which completed successfully. The caller initially could not reload the original cartridge and resume insulin therapy. However, with assistance, a new cartridge was successfully loaded, and insulin therapy resumed, resolving the issue.